Manufacturer narrative:
The reported customer's complaint "replace battery" error was confirmed during initial functional testing and archive review. The issue was attributed to defective power distribution board. The board was replaced to remedy the issue. Review of the archive data indicated multiple user advisory 4 - (battery charge state too low) errors on (B)(6) 2017 but not on customer reported date of (B)(6) 2017. In addition, not related to the reported issue, front and bottom enclosures were found to be damaged and the drive shaft was found to be stiff when rotated due to sticky clutch. After replacement of the damaged enclosures and deburring the clutch, the device was further tested and passed the functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn: (B)(4)) would display a message of 'replace battery' using good known battery. No patient involvement was reported.